Event description:
It was reported to philips that an x-ray error occurred during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Performed tube adaptation; x-ray verified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).